Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a mapping procedure using an intellamap orion high resolution mapping catheter they were unable to completely collapse the array. During preparation the functionality of the slider switch had been checked and the catheter had been prepared as usual. However, once inside the body they found the basket would not close completely. Mapping was still possible so they continued to use the original device. They were able to remove the catheter as normal. The procedure was completed with this device and there were no patient complications. The catheter is not expected to be returned as it was disposed of by the site.